Manufacturer narrative:
Unknown healthcare profession information not available due to privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that an attempt was made to use the axium coil during the usual embolization procedure, and the product was taken out of the package. An attempt was made to cut the coil, but the coil could not be cut. Detachment could not be performed even though the emergency detachment system was used. The product was collected without any problems so the patient was not affected. Furthermore, there were no abnormalities in the appearance of the package. The device was prepared as indicated in the package insert. There was no health damage to the patient. The details of the lesion is unknown. The blood flow speed and degree of vessel tortuosity are unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that the amount of attempts made to detach the coil using the instant detacher and/or the manual method are unknown. The instant detacher lot number was b477935. Prior to coil non-detachment, it is unknown if any issues were encountered. It is unknown if pushwire damage was observed after removal from the patient. The procedure was completed by replacing the reported device with a competitor's device.

Manufacturer narrative:
Product analysis: as found condition- the axium prime pusher was returned for analysis within a shipping box and within two resealable plastic biohazard pouches. Visual inspection/damage location details: the actuator interface was found loose within the coupler tube. This is indicative of detachment attempts with an instant detacher. The axium prime pusher was found broken at two locations between the positive load indicator and the break indicator with the three segments retained by the release wire. The release wire was found retracted. This is indicative that manual detachments were attempted at these locations. The coin was found fully retracted out of the lumen stop. Blood was found under the ptfe shrink tubing, on the coin, and within the lumen stop. No damages were found with the shield coil. The axium prime implant coil was already detached and not returned for analysis. The coin was found undamaged, and the lumen stop was found undamaged. Testing/analysis ¿ n/a conclusion - based on the customer report and device analysis, the customer report of "non-detachment" was not confirmed as the device was returned with the implant coil already detached. It is possible the reported non-detachment was caused by the coagulated blood found within the lumen stop and under the jacket, causing the coin to become stuck within the lumen stop or preventing the detach element from exiting the retainer ring. As the implant coil and instant detacher used during the event was not returned for analysis, any contribution of the implant coil and instant detacher towards the non-detachment could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.